Event description:
The gyn applicates were inserted in surgery and the patient was transferred to room 652. The slectron was attached to the applicators, the selectron was programmed, and the treatment began normally. Approximately 20 min. Into the treatment the selectron sounded an alarm indicating a pellet problem. The room was surveyed to ensure that no active sources were present. Upon further examination it was discovered that one of the inactive spacers was loose in one of the applicators. Nucletro was called in, and after two (2) days of service the problem was determined to be a faulty air valveinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.